Manufacturer narrative:
Investigation: 3 representative samples were returned for evaluation the samples were not decontaminated by vendor. The investigation was not able to confirm what customer had experienced as returned representative samples passed cathena ¿ time to visualize flashback at flash chamber test. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. The investigation was not able to confirm what customer had experienced as returned representative samples passed cathena- time to visualize flashback at flash chamber test. Hence, root cause is unable to be determined.

Event description:
It was reported that there have been ongoing issues with the back flow of bd¿ neoflon pro safety 24gx0.75in winged once the safety device is removed. Healthcare worker exposed to blood. No medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there have been ongoing issues with the back flow of bd¿ neoflon pro safety 24gx0.75in winged once the safety device is removed. Healthcare worker exposed to blood. No medical intervention was reported.